Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and immunodeficiency ('became more easy to be sick, more predisposed to get infections') in a 38-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to metals. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), immunodeficiency (seriousness criterion medically significant), fatigue ("extreme tiredness"), eczema ("exzema mostly on the face"), arthralgia ("joint pain"), depressed mood ("depressed mood"), libido decreased ("dcreased libido"), headache ("daily splitting headead pain"), pain ("difficulty to sleep due to pain in the body") and rash ("rash mostly on the face"). The patient was treated with surgery (laparoscopic surgery). Essure was removed on (B)(6) 2019. In 2019, the immunodeficiency, fatigue, depressed mood and libido decreased was resolving, the eczema, arthralgia, headache, pain and rash had resolved. At the time of the report, the pelvic pain had resolved. The reporter considered arthralgia, depressed mood, eczema, fatigue, headache, immunodeficiency, libido decreased, pain, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: quality safety evaluation of ptc. On 28-may-2019: dob and onset date for the events added. Lot number is not available. No information given about the implant, neither before nor after insertion. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and immunodeficiency ('became more easy to be sick, more predisposed to get infections') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to metals. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), immunodeficiency (seriousness criterion medically significant), fatigue ("extreme tiredness"), eczema ("eczema mostly on the face"), arthralgia ("joint pain"), depressed mood ("depressed mood"), libido decreased ("decreased libido"), headache ("daily splitting head pain"), pain ("difficulty to sleep due to pain in the body") and rash ("rash mostly on the face"). The patient was treated with surgery (laparoscopic surgery). Essure was removed on (B)(6) 2019. In 2019, the immunodeficiency, fatigue, depressed mood and libido decreased was resolving, the eczema, arthralgia, headache, pain and rash had resolved. At the time of the report, the pelvic pain had resolved. The reporter considered arthralgia, depressed mood, eczema, fatigue, headache, immunodeficiency, libido decreased, pain, pelvic pain and rash to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.